Event description:
Doctor reported events of "esophageal motility disorders" from journal article: "laparoscopic gastric bypass for failure of adjustable gastric banding: a review of 85 cases", obes surg (2011) 21:1513-1519. Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unk. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Multiple requests for further info have been made. Allergan has received no response from the authors. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Esophageal dysmotility is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of esophageal dysmotility as follows: "some types of esophageal dysmotility may result in inadequate weight loss or may result in esophageal dilation when the band is inflated. Band removal may be required. On the basis of each pt's medical history and symptoms, surgeons should determine whether esophageal motility function studies are necessary. If these studies indicate that the pt has esophageal dysmotility, the increased risks associated with band placement must be considered."